Event description:
Literature article, "implementation of a machine learning approach evaluating risk factors for complications after single-stage augmentation mastopexy", detailed a retrospective data analysis of the following post-operative complications; rotation, capsular contracture(unknown grade), bottoming out, seroma, hematoma, double bubble, infection, 2 patients experienced both capsular contracture and postoperative hematoma. Device status is unknown.

Manufacturer narrative:
Clarification: section d, it is not known what fill devices are: silicone gel or saline, defaulted to saline. It is also not known which device were round or anatomical in shape or textured vs. Non-textured or the manufacturer associated with those provided parameters. Article citation: huyghebaert, t.a., wallner, c. & montemurro, p. Implementation of a machine learning approach evaluating risk factors for complications after single-stage augmentation mastopexy. Aesth plast surg (2024). Https://doi.org/10.1007/s00266-024-04142-7. Authors and affiliations: department of plastic surgery, bg university hospital bergmannsheil, ruhr university bochum, bürkle-de-la-camp platz 1, 44789, bochum, germany tom alexander huyghebaert & christoph wallner. Akademikliniken, storängsvägen 10, 11541, stockholm, sweden paolo montemurro. The events of capsular contracture, seroma, infection and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, seroma-late, infection (unknown onset) and migration (rotation, bottoming out).